Event description:
It was reported that in 2004, arthroscopic sholder surgery (labrel repair) was performed utilizing cannulated arthrorivet glenoid anchor. Pin section of device bent prior to drilling and a second pin tip fractured and remains in the patient.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current information is insufficient to permit a valid conclusion as to the cause of the event. A fax was sent to inform the user facilty of the event. Correspondence received from the user facility on december 13, 2004 stated that no user facility report will be filed. The following user facility information is available: evaluation of the returned device determined wire bent when used to position the tissue over the bone prior to drilling. During subsequent drilling, rotation of the drill cause wire to fracture due to rotation fatigue.